Event description:
The plate dislodged from it's location 1-2 months after implantation. The screw holding the plate stayed fixated correctly; however, the hole in the plate backed out over the screw. A revision surgery was done to fixate a new plate.

Manufacturer narrative:
Device not returned for evaluation. Internal investigation in progress, but not yet complete.